Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the mcl20 malfunctioned. There were no other details. The case was completed with another instrument and there was no consequence to the pt.